Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced capsular contracture, baker grade iii on the right breast implant. The capsular contracture, baker grade iii was diagnosed during physical examination. As a result, patient underwent removal and replacement with a mentor saline implant of unknown type on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor performs 100% inspection and testing of all devices prior to release. The device history record (DHR) for the lot number 7010894 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced capsular contracture, baker grade iii on the right breast implant. The capsular contracture, baker grade iii was diagnosed during physical examination. As a result, patient underwent removal and replacement with a mentor saline implant of unknown type on (B)(6) 2018.